Event description:
Update was received that the patient was seen for surgery. The surgeon reinserted the leads and impedances were seen ok.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance. It was also noted that the patient just had his generator replaced in september, and the impedance was within normal limits in post-op. Additional information was received from the physician. Per the physician, the patient has not experienced any recent trauma or manipulation. To the physician knowledge, x-rays have not been taken and they are looking to have the patient undergo a lead revision with the same surgeon who implanted the generator. No other relevant information has been received to date. No known surgical intervention has occurred to date.